Manufacturer narrative:
Humidifier dsxh (h263138574184).

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of black particles, difficulty breathing, unable to sleep. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation.an external inspection of the device was completed by the manufacturer and found contamination on bottom of the device. An internal inspection of the device was completed by the manufacturer and found no contamination. The manufacturer also received humidifier and internal inspection completed by the manufacturer and found contamination on the dry box seal, on the reservoir tank seal and iso heated tube port. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 3 errors. The device was applied power and the device operated properly. The manufacturer concludes contamination found were consistent with contamination on bottom of the device, contamination on the dry box seal, on the reservoir tank seal and iso heated tube port. The manufacturer concludes there was no evidence of sound abatement foam degradation.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2022-04470. This report was submitted as a duplicate report of the previously submitted report.